Event description:
The recipient reportedly underwent repositioning surgery. The recipient is reportedly healing and resumed device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced weight loss which thinned the skin and led to device migration. The recipient's device was repositioned on november 20, 2020. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.